Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated that this morning the handset showed incorrect date and time: on (B)(6) 2017. Caller also reported the handset showed "lost connection retry or cancel" when it was left on the table in the house and pt walked out of the house. Caller said they tapped on retry when pt was not in the house, the therapy screen came up and showed amplitude was at 3.0, however it should have been on 2.7, not 3.0. No one had tapped the up arrow to increase the amplitude. Caller said pt walked back into the room and said they felt it go up, clarifying that they felt stim increase. Caller was concerned about the handset changing amplitude when no one had touched it and about the time/date change, caller said the handset battery was 58% it had not gone dead. Troubleshooting tried to clarify information about handset use/accidental tapping, caller said they had taken it out of the pouch but could not determine cause. Consulted with tech support and reviewed with caller the date/time change can be resolved and the amplitude increase was unexpected, so agent sent an email to the rep in the area to inform them of the issue. Patient was warm transferred to mobility to resolve the date/time issue for the handset. Caller was transferred back to pss. Caller reported the handset had previously had "auto date time turned on," when they worked with mobility, they turned it off. Caller said they live in a rural area, near power lines with sporadic internet that is so bad and it went off a few days ago, when internet came back on they noted it more than likely connected and changed it back to the default date and time. Caller said wi-fi had probably been on when they got the equipment in the hospital and caller did not know wi-fi was on. Caller said they worked with mobility to turn wi-fi off and they fixed the date/time. Caller said they will leave it off. Troubleshooting reviewed monitoring the issue and offered and sent an email to the rep. Caller reported unrelated medical information; pt had a brain stem stroke in the past, prior to the evaluation. During the call caller reported the rep was in a big hurry and has not called them, like they said they would.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10: review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being unreported as the issue of the patient's device settings changing on their own from 3.0 to 2.7 occurred on an external device. Per current guidance, this indicates that the event is not reportable as the device was not implantable.